Event description:
In the cardiac cath lab, after arterial/venous access was obtained, a glidewire was inserted through the venous needle. The wire became coiled and was retracted through the venous needle. Seen on fluoroscopy was the shearing of the outer layer of the guidewire. The pt required a surgical procedure to remove the retained material.